Event description:
It was reported that the user experienced hyperglycemia after dinner while disconnected from the ilet to shower and charge, with a reported peak blood glucose of 297 mg/dl and out-of-range duration of approximately three hours; the user employs connected delivery and a libre 3 plus cgm, and no alerts were recalled. Symptoms included none. Outcomes included no need for assistance and no medical intervention. Investigation included troubleshooting and education on best practices for disconnection and reconnection timing. Investigation of this case revealed that glucose stabilized after reconnection, and no device malfunction or alarm behavior was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.